Manufacturer narrative:
H6 reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to unknown reasons. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 00771101000 ¿ m/l taper stem ¿ 61428909. 00620005822 ¿ shell ¿ 61439060. 00631005832 ¿ liner ¿ 67405421. 00625006525 ¿ bone screw ¿ 61436663. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02118.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ion levels. During the revision, debridement of the necrotic intrascapsular tissue and corrosion was noted at the trunnion. The head was removed and replaced without complication. Attempts have been made and no additional information is available at this time.